Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving fentanyl 2500mcg/ml at 461 mcg/day via an implantable pump for non-malignant pain and post spinal cord injury. On (B)(6) 2016, the patient got code 8474 (pump reset) on their personal therapy manager (ptm). It was later reported the pump logs showed a reset, low battery reset, and safe state occurred on (B)(6) 2016. The patient experienced withdrawal symptoms of chills and nausea. No diagnostics were performed. The cause of the event was not determined. The issue resolved as they were managing the patient with oral medication until she could get the pump replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.